Manufacturer narrative:
(B)(4). The complaint device was manufactured in 1999. The complaint device was received by fisher & paykel healthcare's regional office and service center in (B)(4) for evaluation. Method: the performance of the neopuff device was checked in accordance with the device technical manual. Results: the output pressure from the device at 15 liters per minute was 83.2 cmh2o. This is above the maximum expected pressure of 80 cmh2o. Conclusion: the output pressure from the neopuff was found to be higher than expected during testing of the device. The root cause of the faulty pressure output was found to be a fault with the valve system. This type of fault would be evident to a user during pre-use testing as the expected pressure is listed in the device manual and is visible on the device manometer. The neopuff operator manual states that the set-up procedure, as described in the manual, "should be carried out prior to every use of the neopuff to ensure that the device is functioning correctly". The set-up procedure includes a check of the device settings. The device technical manual describes the functional tests and advises that if any of the valve tests fail, including the maximum pressure output test, then a new valve assembly is required. In addition to the set-up checks, the neopuff technical manual advises that "the integrity of the system and manometer should be checked prior to first use, annually and after servicing" by qualified personnel or an authorized fisher & paykel healthcare representative using the tests described in the manual. Fisher & paykel healthcare has offered to replace the valve system for the customer. If the repair offer is declined then fisher & paykel healthcare will discard the unit.

Manufacturer narrative:
(B)(4). The complaint device was manufactured in 1999. The complaint device has been received by fisher & paykel healthcare's regional office and service center in (B)(4). We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that "the pressure relief [on an rd900 neopuff infant resuscitator] doesn't release with 80 cm h2o, the breathing in pressure control is slow." No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that "the pressure relief [on an rd900 neopuff infant resuscitator] doesn't release with 80 cm h2o, the breathing in pressure control is slow". No patient consequence was reported.